Manufacturer narrative:
Medtronic area representative was onsite when the reported event occurred. Issue was resolved when site used an alternative instrument and they were able to successfully continue the case. Reported instrument was not returned to manufacturer for analysis, therefore, no findings are possible. Part not returned.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), the (B)(6) degree curved suction instrument was damaged. The surgeon continued the surgery using another instrument. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: upon further follow-up, it was reported that the suction was bent. The damaged instrument was replaced.